Event description:
It was reported that this right ventricular (rv) lead was dislodged and the patient experienced muscle stimulation. The physiologists attempts to reduce the lead's output and program around the issue were unsuccessful, therefore, the device was reprogrammed to left ventricular (lv) lead only pacing. In addition, the patient is scheduled for a lead revision procedure on (B)(6) 2021. The device system remains in service. No additional adverse patient effects were reported. Additional information provided indicates the lead revision was performed as planned. The rv lead was successfully repositioned and remains in service. The patient will continue with protocol follow ups and there were no additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and the patient experienced muscle stimulation. The physiologists attempts to reduce the lead's output and program around the issue were unsuccessful, therefore, the device was reprogrammed to left ventricular (lv) lead only pacing. In addition, the patient is scheduled for a lead revision procedure on (B)(6) 2021. The device system remains in service. No additional adverse patient effects were reported.